Event description:
The customer reported that during a cardioversion procedure the user selected 100j received a warning message and the device powered off. This occurred twice before it was plugged into ac and the procedure was completed. The device's battery was low and would not charge. There was no negative pt impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.